Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation records received. Prior to revision patient alleges pain, stiffness, injury, instability, weakness, metallosis and elevated cobalt and chromium level. During revision doctor found out corrosion at the trunnion and head bore, pseudotumor, inflamed hypertrophic synovium and anterior capsule was thickened with an armd reaction and this was debrided. Doi: (B)(6) 2008, dor: (B)(6) 2020 left hip.